Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 7749493.

Event description:
It was reported that the patient experienced ineffective stimulation. It is unknown which lead contributed to the issue. Surgical intervention occurred on (B)(6) 2023 during which the system was explanted and replaced to address the issue.